Manufacturer narrative:
Correction g3: the g3 of the previous report should have been march 23, 2023.

Event description:
New information received notes that event was observed during the generator exchange procedure.

Manufacturer narrative:
Previously reported as an adverse event but should actually only be a malfunction since the event was observed during the device exchange procedure, b1 should only have ¿product problem¿ selected.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead exhibited low pacing impedance and failure to capture. The lead was capped and replaced on (B)(6) 2023. The patient was stable in condition.